Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. While troubleshooting bed not advancing errors, the customer found a leak of clear fluid (20 ml) under the lh750 instrument. The leak was not contained. The customer did come in contact with the clear fluid leak on her finger as she was only wearing a lab coat at the time the leak was discovered. The customer washed her hands very well and did not seek medical attention for the exposure. The customer was wearing a lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer who was exposed was contacted on (B)(6) 2013 regarding the exposure and she states there were no problems with her finger and she is fine. She had no open wounds or cuts on her hand. On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found a pin hole size leak in the green stripe tubing at vacuum chamber 12 (vc12-upper sheath restrictor). The sheath restrictor line carries pressurized diluent and clenz only. Fse replaced the tubing ay vc12 and primed the sheath lines to resolve the leak. The fse also found the rocker bed sensor had gotten wet from the leak and was not working so he replaced the sensor to resolve the bed not advancing errors. Identification of failure mode: the failure mode for the leak was a pin hole size leak in the tubing at vc12. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).